Event description:
During the surgery, when the package of accolade 127 degree # 2.5 (cat 6021-2530, lot: 40264005) was opened, it was found that the implant was actually accolade 127 degree # 3.5 (cat : 6021-3535, lot: 40163005). There was no other # 2.5 available, so 127 degree # 3 was implanted instead. No adverse outcome is reported at this stage.

Manufacturer narrative:
Associated device: accolade 127 degree # 3.5, cat # 6021-3535, lot# 40163005. A review of the device history records indicates that the reported devices were mfg and accepted into final stock with no reported discrepancies. There have been no other reported events for the reported lots. However, visual inspection of the photographs of the reported devices and packaging confirmed the event.